Event description:
The generator was returned for analysis. Product analysis was completed for the explanted device. Visual examination of the generator showed markings typical of those of surgical procedures. Burn marks were observed on the case, indicating that the generator may have been exposed to an electro-cautery tool. The septum was not cored and no other surface abnormalities were noted on the device. Interrogations and system diagnostic tests performed as expected, with ok impedance and intensified follow-up = no. Communication was ok, and impedance and current delivered were normal. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the device. No additional relevant information has been received to date.

Event description:
Further reports from the patient were received through social media. The patient stated that she had almost died as she had bradycardia, anorexia, skin and nerve issues, and extra seizures that caused "lasting effects" on the child the patient was pregnant with at the time. No additional relevant information was received to date.

Event description:
It was reported by a patient that with vns, her seizures have changed and increased. The patient also states that when her heart rate rises, she has increased seizures and states that the device works up her heart rate. No surgical intervention has taken place to date. No additional relevant information was received to date.

Event description:
It was indicated that the patient's device was explanted and that the surgeon did not know the exact reason for explant, but stated it was due to a device malfunction. No pre-operative diagnostics were performed at the surgery, and the surgical team did not know the reason for explant. No explanted device has been received to date. No additional relevant information has been received to date.